Manufacturer narrative:
Other applicable components are: product ID: 39565-65, (B)(4), implanted: (B)(6)2011 product type: lead, product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was planning on getting a second opinion from another doctor regarding a possible revision. The rep reported that the patient would call him when she had made a decision. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since a revision last year, the patient had been having spasms in the back and she experienced power/energy surging at times. The rep checked the impedances and electrodes 4 <(>&<)> 10 were greater than 10k ohms but the rest of the electrode impedances were 600-800 ohms. The patient's programming included electrodes 4 <(>&<)> 10th so the rep then reprogrammed using 13+ 14- 15+ on the lower right side of the lead. The patient felt better after programming but then she felt the surging sensation again. Rep further reported that the patient was having bruising and soreness at ins site, the lead wire site, as well as a pulling sensation at the lead/extension site since revision in 2016, at which time an extension was added. The patient was experiencing back spasms even when therapy is off, and new pain. The rep reported that the issue happened at random with no particular body position. The rep said the patient's healthcare professional was aware and but doesn't plan to surgically address this issue. It was also reported that the patient said the device will power on then die down and kick up. Patient stated a rep knew there was a problem as soon as she tested it. Patient said rep called her and had instructions to test the machine and if they were still having problems was told to call. The patient reported she had a bad fall on her apartment on (B)(6) 2017 which is related to the device issue. Patient said she went to the hospital and they told her to go to her pain management doctor. No further complications were reported/anticipated. (B)(6) 2017 (rep): no new information. (B)(6) 2017 (rep): no new information.